Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately in the initial MDR report. Therefore, this supplemental filing is to correct section h6 accordingly as lens was discarded: section h6-type of investigation: 4115 additional information: the following sections are being updated per new information received. Section b3 - date of event: (B)(6)2023 section b5 - describe event or problem: through follow-up we learned that the iol was implanted. The iol was not torn, but had 3 abrasions/marks on the optic. Since the surgeon could not remove these abrasions after implantation, she decided to exchange the iol and replace it with a new iol of the same type / diopter. The exchange took place immediately and without any problems, she did not mention any further complications with the patient. Account verified that the cartridge was lubricated using healon according to the directions for use (dfu) and no issues were observed during preparation or during the implantation process. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h6 - medical device problem code: 3020 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a tear when it was advanced. A new iol of the same type was used instead. The patient was not involved, as this happened during handling and prior to implantation. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, lens was not implanted. Section d6b - explant date: not applicable, lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation because the lens was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.